Event description:
Reporter indicated that the pt was feeling stimulation sporadically. At the surgeon's office the pt's device registered high impedance. The device was turned off and the pt was scheduled for replacement surgery. The pt's device was replaced, and the explanted lead was returned to the MFR for analysis, but analysis is not yet complete. There is no trauma or manipulation currently suspected that would have led to the high impedance.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.